Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The 50 cc irrigation syringe assembly device does not require any IFU for use, the packaging process for this product is in bulk. The label describes the device as an irrigation syringe that is non-sterile. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the bulb syringe had a brown substance around the rim. No patient involvement was reported. Additional information has been requested, and not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the bulb syringe had a brown substance around the rim. No patient involvement was reported. Additional information has been requested, and not yet received.